Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to clinic with a device showing low sensing r-waves. The lead was capped and replaced.